Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted (B)(6) 2012. Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s cardiac resynchronization therapy defibrillator (crt-d) had a charge circuit inactive alert and the device indicated end of service (eos) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred a charge time out with the original device battery. The device provided nominal 35 joule charges times when using an external supply. A battery depletion mechanism such as high current drain was not observed. The hybrid analysis results were consistent with the device battery causing the device to charge inefficiently. No hybrid anomalies were found. Battery destructive analysis revealed no internal battery shorting. Lithium-severing was observed, leading to reduced anode surface area. Review of the save-to-disk data found excessive charge time events and charge time-outs before the recommended replacement time and subsequent explant. The charge timeout and excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.